Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the nurse got scratch on her upper right leg while discarding the collection set because the needle did not retract. The nurse was required to do bloodwork from the needle stick injury, no other information provided. Reported verbatim: while discarding the collection set, needle did not retract and nurse got scratch on r leg. After blood work, writer removed a needle from patient and pushed needle retraction button while taking off a glove. Writer thought the needle got retracted and was about to discard it. But while walking to the sharp container, writer felt a poke on r upper leg and got scratch from the used needle.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). D.2b medical device type: one additional code applies; jka. . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the nurse got scratch on her upper right leg while discarding the collection set because the needle did not retract. The nurse was required to do bloodwork from the needle stick injury, no other information provided. Reported verbatim: while discarding the collection set, needle did not retract and nurse got scratch on r leg. After blood work, writer removed a needle from patient and pushed needle retraction button while taking off a glove. Writer thought the needle got retracted and was about to discard it. But while walking to the sharp container, writer felt a poke on r upper leg and got scratch from the used needle.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.